Event description:
Revision surgery - due to the patient having a lot of draining the surgeon performed and irrigation and drainage procedure of the shoulder. He wanted to put in new implants in while they where there.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patient's drainage issue by replacing the existing components with a new implant combination after 9 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint against lot number 838c1043.the root cause for this event was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.